Event description:
During a ptca procedure, the maverick otw balloon ruptured at nominal pressure. (The number of inflations prior to rupture is unk). The lesion being treated was a calcified, 100 % stenotic lesion in the lad. A neos guide wire and a britetip guide catheter were also used in the procedure. No pt injuries or complications were reported.